Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as no delivery alarm. Customer¿s blood glucose level was 306 mg/dl at the time of incident and 500 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by infusion set change. Troubleshooting was declined for high blood glucose level and not able to troubleshooting for no delivery alarm. The device will not be returned for analysis.